Event description:
It was reported that left hip revision surgery of the acetabular cup, liner and femoral head was performed due to continued pain. Femoral head and liner inserted during prior procedure (B)(6) 2014 as reported in submission 3005477969-2014-00479. Femoral stem remained implanted.

Manufacturer narrative:
Through a legal claim, it was reported that a second left hip revision surgery performed reportedly due to continued pain. Previous revision surgery had been performed to remove the bhr resurfacing femoral head (see comp (B)(4)). During the 11/15/2016 revision, the bhr cup was replaced with a depuy gription size 54 mm cluster acetabular component with 3 screws, a 36 mm internal diameter acetabular polyethylene liner and a smith and nephew 36 mm -3 femoral head; the previously inserted anthology stem remained implanted. As of today, device return and additional information has been requested for this revision complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident and did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The supplied medical documents were reviewed. According to the provided implantation report, the revision for comp (B)(4), the bhr cup was left in place even though a slight anteversion. A high offset anthology stem and a third-party dual mobility polyethylene liner and ball head were implanted. According to the provided revision report, the patient had continued pain that was suspected to related to soft tissue or iliopsoas irritation or the high offset stem. During the revision, the large third-party dual mobility competent was noted to rub on the soft tissues leading to erythema on the capsule and the iliopsoas region. The anthology stem was left in-vivo, as on issues were noted. The bhr cup was described as well positioned and fixed. Based on the provided information, the reported issues are probably related to the implant type used, their combination or positioning. A relation to a device mal-performance is unlikely. It was also noted that a competitor's devices (stryker dual mobility liner) were used with the bhr cup in this revision event. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information "do not mix components from other manufacturers." Additionally, these instructions also state under its warnings & precautions, "...if the bhr resurfacing head must be revised to a total hip arthroplasty, the acetabular shell should also be revised, even if well fixed." Without return of the actual devices or further information, we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.